Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the voltage at the control panel. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a generator failure not connecting error message during fluoroscopic x-ray. No pt injury was reported.